Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was difficulty charging, poor coupling, and the patient had a hard time getting the black boxes since implant. Prior to the call, the patient had tried repositioning the equipment to resolve the issue. The external equipment was not accessible during the call and, other than educating on best recharging practices, troubleshooting was not possible. There were no patient symptoms reported. Adhesive discs were ordered. Additional information on (B)(6) 2016 from the consumer reported that the patient now had 6 black spots/coupling bars but that they did not know how they got them. The caller reported that sometimes they got 8 bars but mostly between 0-2. An antenna locate was performed. It was confirmed that the patient had 8 coupling bars during the call. It was reported that the patient usually felt stimulation in their body when they were recharging but currently did not. Sensation was painful and located in their ribs only during a recharge session. It was reported that they could not turn it down and this happened almost every time that the patient recharged. When it first turns on it was like a kick that took their breath away. Overstimulation was reported while recharging since implant. It was reported that the patient did not know what was going on and it was shared with a manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.